Event description:
It was reported by service report that the left foot caster needs to be replaced. The foot left caster has the rubber broken off of the wheel. No pt involvement or adverse consequences are reported.